Event description:
The patient fell several times; the most recent fall was a month ago. Afterward, he experienced a 'deadening of the legs'. The deep brain stimulator was still working. No device troubleshooting was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report# 30420917200807653.